Event description:
On 3/9/97, pt had removal of rt breast implant secondary to infection. On 4/26/97, pt underwent a second out-patient surgery for removal of infected lt implant. Both implants had been placed at another facility. Therefore, no records of catalog numbers, lot numbers, or MFR name are available to this facility.